Event description:
The customer reported that a nurse observed a secondary of ancef back up into the primary line. There was no pt harm reported. No further pt/ event information was provided.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.